Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the trial's bolt allegedly came out of the trial and was not able to be used again.

Manufacturer narrative:
An event regarding a fractured trident insert trial was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirms the reported fracture. A material analysis has been performed. The report concluded: the insert fracture initiated circumferentially within the distal counterbore containing the fastener head and propagated outward. The fracture occurred over repeated loading cycles. Moderate surface damages, predominantly around the distal rim, were observed on the device due to general use. There was no evidence of manufacturing or material defects on the device featured evaluated. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that the fracture occurred due to repeated loading cycles. No material or manufacturing defects were identified.

Event description:
It was reported that the trial's bolt allegedly came out of the trial and was not able to be used again.